Event description:
Hartford hosp submits the following pursuant to 21cfr803. It is based on info reviewed by hartford hosp which it may not have had an opportunity to investigate fully or verify prior to the reporting date. This report shall not be construed as an admission by hartford hosp that it or any of its employees or affiliates caused or contributed to the incident described herein. The pt circuit disconnected to suction pt. When it was reconnected the ventilator would not start up again.